Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a battery failure. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Corrected product UDI.